Manufacturer narrative:
Investigation description. Complaint for alert 38 was confirmed through engineering logs; however, the issue for the motor stall alert was not able to be duplicated. Upon opening device, motor gears were found difficult to rotate suggesting a faulty motor causing the alert 38 motor stall. As a precaution, the drive train assembly and spur gear will be replaced during refurbishment.

Event description:
It was reported that the ilet issued alert 38 for consecutive stalled motor during insulin delivery, the user performed a dry supply change and temporarily delivered insulin but the issue recurred after a full supply change, and the user noted the pump motor sounded weaker than usual. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a stalled motor, occurring despite new supplies, suggesting a device-related mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.